Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was auto-discharged today but is still admitted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was auto-discharged today but is still admitted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 upon investigation of the actual device used in this incident, it was determined that the patient was auto discharged. A technical support specialist noted that no response was received from the customer despite multiple follow-up emails. Due to the continued inactivity, the case was closed.